Event description:
End user reported high readings with his prodigy diabetes glucose meter. Paramedics were called on (B)(6) 2016 at 3:30am after receiving a glucose reading of 500 mg/dl. The end user could not recall the glucose reading that was taken by the paramedics and stated that no treatment was given to lower his glucose level. No additional information was obtained form the end user.